Event description:
A false positive advia centaur xp troponin ultra result was obtained on a patient sample. The physician questioned the result. Repeat testing was performed and the result was negative. A new sample was tested on a second instrument and the results were negative. The initial patient sample was tested on the second instrument and the result was negative. The initial sample was centrifuged at 4000 rpm for 7 minutes. Sample was received in the laboratory at 17:00 and was drawn at 16:00. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. No system issues were found. The fse ran the multidiluent and the quality control and the precision was acceptable. A precision run with negative patient pool and n=30 was performed. The precision was not acceptable; overall cv=90%. The customer reran after recentrifuging the samples at 2500 rpm for 15 mins and obtained much better precision. The data indicates the issue appears to be related to sample handling. It was recommended that the customer verify with the manufacture of the tube type used, the required centrifuge speeds and time. The cause for the discordant advia centaur xp troponin ultra result maybe attributed to preanalytical factors. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."